Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during robotic total colectomy, stapler was difficult to remove from the cavity after firing and opening while being applied to ileorectal anastomosis. Accordingly, robotic over sewing of the end to end anastomosis was done to repair it. There was tissue damage as a result of the problem. There was blood loss of 500 cc or more. Surgical time was extended 30 minutes or more. The incision was not extended. The anvil could be tilted after firing. The anvil was not bent. The eea sizers were not used. The patient has not undergone chemotherapy or radiation treatments. The event lead to or extend patient hospitalization. There was no patient injury. The patient's status is currently still hospitalized.